Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 05mar2019. International UDI # (B)(4). Reporter: no phone number provided. The manufacturer¿s international service technician confirmed the reported speaker issue. The manufacturer¿s international service technician replaced the speaker 1 and 2 preventively in accordance with the manual. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed.

Event description:
During periodic maintenance, the manufacturer¿s international service technician reported that the alarm sound for speaker 1 and 2 was cracking. There was no patient involvement. Event date not specified; estimate used.